Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. The patient was then given intravenous antibiotics. In addition, the patient inquired about possible episode a month ago as the patient could tell the device was pacing that time and felt off. Boston scientific technical services (ts) referred the patient back to the physician. Additional information indicated that the device was checked with no pacing and product performance issues noted. The pacemaker was explanted. No additional adverse patient effects were reported.